Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported a right-side capsular contracture, baker grade ii, and rupture. Device was explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known adverse event addressed in the labeling.

Event description:
Healthcare professional reported a right-side capsular contracture, baker grade unknown. Device has been explanted.

Event description:
Healthcare professional reported a right-side capsular contracture, baker grade iii.

Event description:
Healthcare professional additionally reported a rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified, broken shell and others, underweight and crease fold. A microscopic analysis was performed which identified, broken crease sharp on the anterior, stress marks and wear abrasion. Based on the device analysis the final assessment is: a crease sharp broken on the anterior due to fold flaw opening.

Event description:
Healthcare professional reported a right-side capsular contracture, baker grade unknown. Device has been explanted.